Event description:
Icp cath implanted and removed 3 days later due to inconsistent icp lvls which did not correlate to the patient clinical state. Icp reading on day 2 started reading 40 and would swing between -25 to 35 with no clinical change to patient. When the consultant pressed on the patient's brain the reading went down. This catheter was removed and replaced with an evd. Catheter checked for correct positioning.

Manufacturer narrative:
Initial: awaiting product return for device analysis.

Event description:
Icp cath implanted and removed 3 days later due to inconsistent icp lvls which did not correlate to the patient clinical state. Icp reading on day 2 started reading 40 and would swing between -25 to35 with no clinical change to patient. When the consultant pressed on the patient's brain the reading went down. This catheter was removed and replaced with an evd. Catheter checked for correct positioning.